Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex employee reported via email that the ar-12990n scorpion needle, knee batch 15386602 became stuck and subsequently broke inside the knee scorpion suture passer. The issue was identified during a quads acl reconstruction procedure. No piece(s) broke off inside the patient, and the procedure was successfully completed by manually stitching the tendon.